Event description:
It was reported, the pt had been "getting electrocuted" from their device since june, 2007 and could not use it. The pt wanted the device removed. Additional info indicated the pt was referred to see the implanting physician in 2007. The device was explanted, and returned to the MFR. The explant date is unk. It is unk if a new device was implanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.